Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent implanted in the left ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2015, was scheduled to be removed on (B)(6) 2015. According to the complainant, during the removal procedure, they had difficulty removing the stent from the patient. Reportedly, it appeared that the coil of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. The physician successfully removed the stent without administration of anesthesia. Additionally, they suspected that there was a kink at the side hole area of the stent; however, they could not obtain additional information, thus, could not confirm the reported issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received as of april 27, 2016. The stent got stuck at the ureterovesical junction(uvj).

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent implanted in the left ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2015, was scheduled to be removed on (B)(6) 2015. According to the complainant, during the removal procedure, they had difficulty removing the stent from the patient. Reportedly, it appeared that the coil of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. The physician successfully removed the stent without administration of anesthesia. Additionally, they suspected that there was a kink at the side hole area of the stent; however, they could not obtain additional information, thus, could not confirm the reported issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.